Event description:
The dentist reported that the implant that was placed in tooth site # 28 did not integrate when the patient presented with infection.

Manufacturer narrative:
Visual examination of the returned bost3213 3i t3® non-platform switched tapered implant 3.25 x 13mm by the complaint investigator shows the product intact with no fracture condition observed. No anomalies or defects were observed on the returned product. DHR from this lot has been reviewed and no non-conformity related to this issue was found. Implant sterilization is verified prior to product release. Irradiation certificate has been reviewed and no non-conformities were found. No deviations were identified through the investigation performed that may have contributed with the ni/li plus infection. A technical root cause cannot be determined.